Manufacturer narrative:
H10. Pending investigation. These devices are used for treatments, not diagnosis. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2019, with unrevised scheduled revision date on (B)(6) 2024. There is no device information provided. No other patient information / medical history reported. No radiographic images of the device are provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, impact code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions. The reason the reported event cannot be confirmed from the information provided but may be related to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided.